Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and confirmed the reported issue. The image produced by the video baton would cut out when the video baton flexible tube was manipulated. Since there are no repairs available the customer was advised to replace the video baton. Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on 27-dec-2015 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the customer purchased a replacement video baton and there are no repairs available for this device, the returned baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would scroll and then cut out when the video baton cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.